Event description:
Pt experienced atrial fibrillation 4 years and 10 months post implant. Pre-implant pt was in normal sinus, then switched to a-fib within 4 days post implant. The pt was implanted with a pacemaker 2000. Normal rhythm pre-event.

Manufacturer narrative:
Device not returned.